Event description:
A physician reported that during implantation of an intraocular lens (iol) the presence of a more or less sticky deposit on the posterior surface of the implant after injection. Additional information has been requested. There are five medical device reports associated with this event. This report is one of five.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of a monitor. The screen shows a lens that appears to be in the eye. Two areas are indicated with yellow arrows. These two areas are located off-center. Their shapes are somewhat rectangular with a possible tissue appearance. The nature and origin of the two areas cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges were not returned for evaluation a video was provided. The video does not show the lens and cartridge preparation. The video starts with the single-piece toric lens already delivered into the eye. The haptics are unfolding. The reported material was visible. The two areas are located toward the top of the lens (underneath). The shapes are somewhat rectangular with a possible tissue appearance. The material was easily removed with suction and appeared to be loose. A determination as to the nature and origin of the material cannot be determined from the video. The provided photo was from the video. A qualified cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A determination as to the nature and origin of the material cannot be determined from the provided video. Per the IFU (instructions for use): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols (intraocular lens). Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company toric iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag the manufacturer internal reference number is: (B)(4).